Manufacturer narrative:
Unit received with pump error alarm after battery installation. Unit unable to verify pump error alarm, pump error alarm, pump error alarm, pump error alarm, perform displacement test, rewind, prime, seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to pump error alarm. Problem isolated to electronic assemblies. (B)(4).

Event description:
Information received by medtronic indicated that the plastic ring that holds the reservoir came out and the reservoir compartment was damaged however reservoir was able to lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.